Manufacturer narrative:
The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved venous male luer connector were provided. In the pictures, it appears there is a crack at the venous male luer connector. There was no leakage reported during the priming of the product before the event. The review of the complaint history files for lot number 13l0206g shows no other complaint was recorded regarding this lot number.

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy on a prismaflex machine with a prismaflex m 100 filter set. The circuit was being infused with the patient's blood when it was determined that the male luer lock on the venous return line was broken. Treatment terminated and the blood in the circuit was not returned to the patient resulting in an estimated blood loss of 152ml. The patient was not symptomatic and did not require any medical intervention as a result of the blood loss.